Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a b30 error message and a broken power switch. When connecting the loaner scope the b30 message was still occurring. Customer was informed to clean the contacts on the scope, reseating the cables between scopes to determine the issue. The customer was advised that it may be the cv-190 as the c lv-190 did not resolve the b30 message. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, displaying a b30 scope communication error message on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely the event was caused by an maj-1933 communication cable (refer to patient identifier (B)(6)). Olympus will continue to monitor field performance for this device.